Event description:
The catheter broke while indwelling and migrated up into the baby's heart. An emergency procedure was performed to remove the catheter.

Manufacturer narrative:
The sample was rec'd on 24 november 2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.